Event description:
The customer observed false positive architect total b-hcg results generated on the architect i2000sr processing module for a 44-year-old female patient with rheumatism. The patient was tested with other platforms and the results were negative. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive): architect total b-hcg result = 130 iu/l (positive); new sample = 130 iu/l (positive). Architect total b-hcg result post peg treatment = 1.2 iu/l (negative). Colloid gold test result (urine) = negative. Another hospital result (unknown platform) = negative. Beckman platform result = 0.98 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 53095ud02, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed with a retained reagent kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. A review of the device history record did not identify any non-conformances or deviations with lot number 53095ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labelling for diagnostic purposes, hcg results should always be used in conjunction with other data; e.g., patient¿s medical history, symptoms, results of other tests, clinical impressions, etc. As with any immunochemical reaction, unknown interferences from medications or endogenous substances may affect results. Interfering substances (such as heterophilic antibodies, nonspecific proteins, or hcg-like substances) may falsely depress or falsely elevate results. These interfering substances may cause false results over the entire range of the assay, not just at low levels, and may indicate the presence of hcg when there is none. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 53095ud02.

Event description:
The customer observed false positive architect total b-hcg results generated on the architect i2000sr processing module for a 44-year-old female patient with rheumatism. The patient was tested with other platforms and the results were negative. The following data was provided (= 5.00 iu/l is negative, >5.00 to <25.00 iu/l is grayzone, = 25.00 iu/l is positive): architect total b-hcg result = 130 iu/l (positive); new sample = 130 iu/l (positive) architect total b-hcg result post peg treatment = 1.2 iu/l (negative) colloid gold test result (urine) = negative another hospital result (unknown platform) = negative beckman platform result = 0.98 iu/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.